Manufacturer narrative:
Muliptle event dates were reported: return of symptoms issue = ((B)(6) 2018: "a day or so, last few days, a week ago"); stimulation hurting the patient = ((B)(6) 2018: "last week"); and patient stopped feeling stimulation ((B)(6) 2018: "been a day or so"). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a return of their symptoms and could not remember how to adjust the stimulation to the right level. The patient had trouble controlling their bladder, and suddenly started wetting themselves. They were getting up at night frequently and suddenly wetting themselves. The patient stated that they tried to adjust the stimulation but the ¿vibrations were hurting them so they turned the device off. Using the programmer, it was determined that the patient was on program 2 at 2.3 and initially stated they did not feel the stimulation but then noted they could feel the stimulation ¿slightly¿ in the anal area. They later stated that the ¿vibration slightly disappeared¿ (not feeling stimulation). They noted they did not known how it was set to program 2. The patient increased the stimulation from 23 to 2.5 and could feel the stimulation. They could not tell if the stimulation was uncomfortable or not. The patient then stated that they did not ¿feel stimulation to where stim is bothering¿ them. They could feel the stimulation in the correct bike seat area and then later began to question where the bicycle seat area was. The patient then stated they felt the stimulation in the anal/bike seat area. It was noted the patient was going to leave stimulation at the 2.5 setting. The patient mentioned that there were times when the implanted device worked for their symptoms and they now believed that ¿a change was made ins might "do some good¿. It was clarified that the implanted device had worked for their symptoms other than the return of symptoms issue they noted today. The patient stated that the device was a ¿mystery¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer repeating previously reported information regarding painful stimulation at the vagina and dissatisfaction with therapeutic effect. It was reviewed to decrease amplitude of turn off stimulation if it was causing pain. The patient stated they had been turning it off during the day and on at night, and ¿all the sudden they couldn¿t control their bladder.¿ it was reviewed that with therapy off, they would not receive therapeutic effect, however they may need to keep it off to address the pain issue until they could follow up with their physician. It was noted that the patient had an upcoming appointment with a urologist who was not trained on the therapy. Physician listings were sent to the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.